Event description:
Hologic molecular application specialist was notified by the customer on (B)(6) 2021 that they had a contamination on their panther fusion instrument sn (B)(4) using aptima sars-cov-2 assay master lot 296745. Customer noted that they initially reported false positive results.

Manufacturer narrative:
Hologic technical support (ts) checked the logs and found just 1 negative results for sarscov2 that was reported as low positive using assay master lot 296745. Mas went to the customer site, performed swab testing inside the panther instrument that resulted negative. There was no sign of contamination inside the instrument. Mas prepared and successfully ran a new kit and replaced the sample shield and cleaned the panther instrument. Operators will be re-trained to avoid future incident. It is unknown if any results were amended.